Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The surgeon was unwilling to complete the follow up questionnaire. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her surgeon told her the lens had shifted and that she had edema. The consumer was treated with medications for the edema. Additional information was received from the surgeon, who reported the pt is doing fine. The lens had moved forward which he considers a normal occurrence following cataract surgery. The surgeon stated the pt was satisfied with her vision. The surgeon does not feel the iol caused or contributed to the event. The surgeon was unwilling to complete the follow up questionnaire.